Event description:
Procedure type: gastric band. According to the reporter: the load did not staple, but cut the stomach tissue, causing opening of the stapler line and heavy bleeding. The staples were not attached to the tissue and were completely deformed. The surgeon manually sutured the affected area with vloc suture, administered greater doses of antibiotics, and placed a drain. Because of this, the pt's hosp stay was extended by more than a day for monitoring and control. No reinforcement material was used. The case was extended by more than 30 minutes. The sample was discarded by the customer.

Manufacturer narrative:
(B)(4).